Event description:
This is report 2 of 5 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that there was an issue with all four attachment devices; and that the burr device would not fit into the attachment well while in use together. According to the report, the burr device fit only once or twice in ten attempts. It was further reported that an attempt was made to fix the burr device into the attachment devices on a separate occasion (following the case but outside the theatre) but failed to do so. As a result, there was a 30 minute delay in the surgical procedure. It was not reported if there were spare devices available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed on the device which found that it meets all manufacture¿s specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.